Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a prime anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that insulin was squirting out during manual prime. The customer stated that the piston continued to move forward after reservoir contact and insulin squirted out. The customer stated that there were no numbers on the screen. The customer stated that no beeps were heard. The customer stated that leaving the prime mode is not possible. The customer stated that the pump was not exposed to water. The customer will be sent a replacement pump.